Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver case was opened and the internal inspection passed. The log was downloaded and reviewed finding hardware errors. Battery measurements were taken and it passed. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hwbbt error icon was displayed on the receiver. No additional event or patient information is available. No product or data was provided for evaluation, the complaint confirmation of the reported error icon on the receiver could not be determined. A root cause could not be determined.